Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided for the suspect device. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
Bd quality advocate, the following case has been opened in salesforce and marked as a complaint or product discrepancy. Please review the following details and click the link below to review the case itself. (B)(4). Asset: 8015bd pcu dom v9.33.1.2 a/b/g/n. Case description: (B)(6) had a pcu8015 did not update new library even it was connected to server. Failure device type: alaris system instrument. Failure problem type: 8015. Failure mode: troubleshooting/ error codes. Case resolution: I remote in to (B)(6) computer. (B)(6) had a network configuration file on his computer that he has used it before and confirmed it worked. I assisted him set up a new configuration package and import network configuration to the package. Network configuration was successfully uploaded. (B)(6)verified pcu was connected to server. But no pending data set available. I asked jereme to leave the unit on and give it some time for the data set to be uploaded. (B)(6) will check it again later. After waiting and still no pending data set available, (B)(6) will call me back and refer to this case number. We will check to see if there is any software compatibility issue.